Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 300mg/dl at the time of incident. Customer stated they pressed the upward triangle button, the bolus amount was displayed from 0.0 to 10.0 and this event repeated automatically. The customer states even though the button was released the event repeated all the time. The customer was told to stop using the reported pump. The insulin pump is being replaced and is not expected to return for analysis.